Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising and high thresholds. In addition, the lead exhibited short v-v intervals and noise. The sensitivity was reprogrammed, and a lead revision was planned. At the lead revision procedure, the lead was tested through the analyzer, and the all measurements were within normal limits. The lead was reconnected to the implantable pulse generator (ipg) and again the measurements were normal. The physician suspected the ipg set screw may not have had good contact with one of the electrodes. The lead and ipg remain in use. No patient complications have been reported as a result of this event.